Manufacturer narrative:
Per internal review on 10-mar-2025, it was determined that the h6 medical device problem code for a0506 (mechanical jam) was not the most appropriate code for this event. It was determined that a1502 (positioning problem) was the most applicable code, given that the complaint device was not stuck in a partial/full deflected position. As a result, this means that the event is not FDA reportable. No further reports will be sent to the FDA regarding this event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot e5196343 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a soundstar eco sms 10f catheter and it would not curve when being directed to. When the medical team would attempt to curve the catheter, it would lock. The knob/piston was able to move still. However, the team had to manually un-deflect the catheter. There were no error codes. There was no difficulty in removing the catheter either. The procedure was continued with the issue still present. No patient consequences were reported.